Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is using cold insulin and changing the supplies every 3-4 days. Clinical support informed the customer that using cold insulin and changing the supplies every 3-4 day's is off label per the tandem user guide. Customer change the pump supplies and resumed insulin delivery. Customers blood glucose was greater than 600 mg/dl. Customer addressed the elevated bg with a correction injection via manual insulin therapy.